Manufacturer narrative:
Foreign zip code (B)(6).

Event description:
It was reported that during arthroscopy, both anchors deployed together. No significant delay was reported, the procedure was completed with a back-up device. No patient injuries reported.

Manufacturer narrative:
One 72202468 fast fix 360 curved needle delivery system device returned. The return reported conflicts with the condition of the device returned. T1 and t2 were returned still within the needle delivery track. Suture was returned attached to the anchors and needle. The depth limiter was attached. All are tainted. The delivery needle is visually bent toward the right. The distal tip of the delivery curve has become exaggerated. The damages are consistent with difficulty reaching intended anchoring location. The device no longer cycled or actuated properly due to the damages. No root cause related to the manufacture of the device was confirmed.